Event description:
It was reported that the device displayed an invalid data message when attempting to pull up electrogram diagnostic data. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2003. (B)(4).